Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, closing failed with the use of 6f exoseal vascular closure device (vcd). There were no reports of patient injury. The plug was enclosed. The device was returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, closing failed with the use of 6f exoseal vascular closure device (vcd). There were no reports of patient injury. The plug was enclosed. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device (6f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white and red position. During this visual analysis, a kinked portion was observed on the delivery shaft, located 14 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement was specification per the 6f specification. A high magnification evaluation was executed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of plug inaccurate placement was not observed through analysis of the returned device due to the nature of the complaint and since the plug was not received. A kink on the delivery shaft was observed. However, there were no anomalies to the internal mechanism and dimensional measurements were within specification. The exact cause of the event could not be determined. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.